Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-02466. Follow-up information revealed removal of the hematoma resolved the patient's issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-02466. It was reported following a trial lead procedure on (B)(6) 2018, the patient was unable to move her legs. It was noted post-op testing was performed and contacts 5 and 9 showed low impedance. The patient reported pain at her lower back and then reported that she could not feel her legs. As such, the physician decided to explant the leads and send patient for an MRI. The patient was hospitalized. Additional information revealed a hematoma was discovered and a decompressive laminotomy was performed. As such, the patient now has bilateral right and left function of her legs.